Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was exposed to moisture due to water getting into zip lock bag. Customer reported that insulin pump was placed in a zip lock bag into a cooler and water got into bag. Customer reported that as a result, insulin pump received a no power alarm, a motor communication error alarm and customer was not able to navigate through insulin pump due to keypad anomaly. Insulin pump failed self-test. Customer's blood glucose was 400 mg/dl, which was treated with manual injection. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump was received with constant communication error alarms and off no power alarm loops after the battery insertion due to moisture damage on all electronic assemblies. Unable to perform the self test, off no power, unexpected restart, displacement, rewind, basic occlusion, prime, occlusion, excessive no delivery and operating currents measurements due to the alarms. Unable to verify the battery icon anomalies due to the alarms. The pump had corrosion on the motor assembly, minor scratches on the lcd window, a cracked lcd window, a cracked case at the display window corners, partially broken off reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads and a scratched/dented keypad overlay.